Event description:
The pt received his scs system on (B)(6) 2011 including a paddle lead. It was reported the pt had fallen. Since the fall he's been unable to receive adequate coverage. An sjm representative met with the pt to resolve the issue, but was unsuccessful. The pt received uncomfortable rib stimulation when the sjm representative attempted to reprogram him. X-rays were taken and did not reveal any anomalies. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.